Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to duplicate with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive sars result. Customer states the result was confirmed negative by dr. Office test. Attempts were made to gather further information from the customer without success.